Manufacturer narrative:
B5- on (B)(6) 2022 the lens was exchanged for a shorter length lens of different power and the problem resolved. For status of the eye (sign/symptoms) "mild iris atrophy subincisional" was reported. However, per updated information the reporter stated "it's just par for the course" claim# (B)(4).

Manufacturer narrative:
Patient information - unk. Date of the event -unk. Product code: unk; esubmitter software does not allow for blank or unk entry. Implant date - unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Device manufacture date - unk. (B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's left (os) eye. The surgeon states there is a high vault. Reportedly, the lens remains implanted. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
H3- device evaluation: lens was returned with moisture, in microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim # (B)(4).

Manufacturer narrative:
Patient information - unk. Date of the event -unk. Product code: unk; esubmitter software does not allow for blank or unk entry. Implant date - unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Device manufacture date - unk. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's left (os) eye. The surgeon states there is a high vault. Reportedly, the lens remains implanted. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
B5- additional information: the surgeon implanted a 13.2mm vticm5_13.2, -9.5/+3.5/083 (sphere/cylinder/axis) lens into the patient's eye on (B)(6)2021. The surgeon reports excessive vault, refractive surprise, and significant reduction of irido-corneal angles (ica). The cause is reported as device: "overall lens diameter too big." H6-clinical code 4581: significant reduction of ica h6-investigation code 4110: lens work order search-no similar complaints reported for units within the same lot. Claim# (B)(4).